Manufacturer narrative:
Strips used with device: 372a d1, 2008-1, 3116247.

Event description:
Caller reports that patient obtained a result of 3.4 inr on device and 5.9 inr on a second device when doing duplicate testing. No action was reportedly taken based on device results. No adverse event was reported and no treatment received. Requested return of suspect device and replacement was sent.